Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Upon evaluation of the returned device, it was noted that the delivery system was returned with the stent approximately 3mm partially deployed. The lockwire was still in place. As the flexor was slightly bent, the cirl research & development engineer straightened it out. It was noted that the direction switch was not fully engaged for deployment. The switch was pressed in fully by the research and development engineer. The red marker on the handle was almost at the 9th notch. The research and development engineer commented that with that position on the handle, the stent should be exposed more. Actuation of the handle was heavy. There was a kink near the tip on the polyimide. This may have occurred during transportation for return. After straightening the flexor slightly, actuation appeared lighter. Deployment was possible, however retraction was not possible. The stent was deployed fully and no issue was noted with the stent. When the lockwire screw was loosened, it was noted that the lockwire was crumbled. The handle of the device was dismantled. It was observed that the filler cannula to handle cannula was broken. The research and development engineer commented that the inner catheter may have moved proximally and this exposed the distal end of the lock wire. This caused the crumbling of the lock wire at the proximal end. The device was examined under the microscope and a slight perforation to the flexor was evident. Unfortunately, there was no way to measure the lock wire accurately due to the damage. As actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the root cause. The customer complaint was confirmed as the flexor sheath was noted to be damaged and the stent could not be deployed. A review of the manufacturing records for the evo-fc-10-11-8-b device of lot number c1157806 revealed that one device was scrapped due to the cannula moving after gluing. Prior to distribution, all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After sphincterotome the user wanted to place a fully metallic evolution stent. It was impossible to deploy the stent into the bile duct. Following the device evaluation it was confirmed the evolution device was received with the stent partially deployed.